Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that on saturday night the patient was woken up by a zapping sensation in their buttock. Patient said the zapping was not where it was supposed to be and they got up because it kept zapping them. Patient turned their stimulation off and now their whole buttock and right side are all numb and above the stimulator they are very sensitive. The patient was redirected to their healthcare provider to further address the issue. Patient stated they saw hcp yesterday and were told to contact manufacturer and talk with rep. Agent reviewed role of patient services. Email sent to field staff requesting assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated previously reported information: their whole right side cheek (same side as ins) was numb all the time and sensitive to the touch, and the ins was shocking them. As a result of those issues, the patient stated the ins was turned off for a month. When the ins was turned back on, the patient still felt numbness of their right side cheek. The patient reported this to their managing healthcare provider (hcp), but they weren't concerned with it. The patient mentioned that a manufacturer representative (rep) was aware of the ins shocking them. The patient asked if it was normal to experience numbness at the ins site. It was reviewed with the patient that numbness at the ins site was not expected and the patient was redirected to their hcp to further address the issue. Programming considerations were reviewed with the patient during the call. The patient was advised they could consider trying a different program to see if the numbness at the ins site were away. The patient decided to increase amplitude and stay on the same program. The patient said they could barely feel the stimulation after t hey increased amplitude, but they would maintain amplitude and continue to monitor symptoms. The patient was again redirected to their hcp to further address the numbness/sensitivity at the ins site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated information previously noted. Patient stated they had spoken with rep and turned ins off. Patient stated they can't remember when their appointment was and needed to know if they were supposed to turn ins back on. Agent reviewed role of patient services and redirected patient to hcp. Patient stated hcp office gave them patient services number. Agent again reviewed role and redirected to hcp. Additional information was received from the patient on 2024-dec-09. Patient called back and stated their ins was off still and they couldn't remember when their appointment with hcp and rep was. Agent reviewed role of patient services. Patient stated hcp gave them patient services number to call. Agent sent e-mail to field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was told to turn off their stimulation. It was unknown if the issue was resolved.